Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because meter does not turn on was not resolved with troubleshooting.

Manufacturer narrative:
No product is expected to be returned. The 510(k)# is k082590.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. However a secondary issue was noted, the meter was found to have spc pins 1-3 contaminated. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.